Manufacturer narrative:
The insulin pump was received with intermittent button response due to a flattened dome switch on all of the buttons. No numbers scrolling up was noted. The keypad connector was fully locked. The unit also had minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up arrow caused the pump to scroll on its own. The patient's blood glucose at the time of incident was 117 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.